Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric roux en y. Anatomy involved: jejunum. According to the reporter: following use, the endostitch needle would not release from the handle, and the handle would not open when staff tried to unload it. Handle and needle will be returned still jammed closed. Patient was not injured. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. To correct the condition, and another endostitch handle was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Each instrument was received with a needle lodged in the closed jaws. Instrument three had a broken handle. Each jaw gap was measured and met specification. Post market vigilance (pmv) was able to remove the needles from each instrument to facilitate functional testing. A loading unit from the pmv inventory was loaded onto instruments one and two and applied to test media and each device was found to function properly. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle in each instrument. Functional testing was precluded for instrument three due to the broken handle. Should new information become available, the file will be re-opened.